Event description:
It was reported that the c-arm brake on the 8800 system would not hold. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.